Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party.